Manufacturer narrative:
D4 - primary UDI number: correction. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. No damages or anomalies observed in visual inspection. When testing was performed no alarms were observed. No fault could be identified during the device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm sounded due to a tube occlusion. When a different tube was used, the alarm did not activate, indicating a possible malfunction. There was no patient involvement, no patient injury was reported.